Event description:
It was reported that only 1 cc of water inside the catheter balloon could be aspirated when the catheter was trying to remove. It was stated that the catheter was removed by the urologist which made the patient uncomfortable but the additional steps taken for the catheter removal were not shared. The patient status was unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that only 1 cc of water inside the catheter balloon could be aspirated when the catheter was trying to remove. It was stated that the catheter was removed by the urologist which made the patient uncomfortable but the additional steps taken for the catheter removal were not shared. The patient status was unknown.